Manufacturer narrative:
(B)(4).

Event description:
It was reported that a start sensor message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be counts aberration. In addition, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. The reported event of a start sensor message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.